Event description:
While utilizing a zoll e-series defibrillator, the patient was defibrillated once, the monitor showed a "flat" asystolic rhythm, the paramedic switched to limb leads to confirm this rhythm as per practice and protocol, the rhythm did not change, the paramedic was suspicious as this was an abnormally flat rhythm considering the patient had been in a very course ventricular fibrillation. When the paramedic switched back to the pads setting on the unit, the patient's rhythm once again displayed a very course ventricular fibrillation rhythm, the patient was shocked a second time and the e-series unit displayed a double "dotted" line which usually indicated that leads or pads are not attached, the paramedic switched to limb leads and this "dotted" line display did not change. The paramedic then switched to the back up monitor a zoll m-series using the same pads and limb leads that had been on the zoll e-series and was able to continue managing this patient without any issue. The paramedic involved in this situation contacted me and stated that she had the very same incident occur on another zoll e-series approximately a week to ten days previous to this within another ems system with another e-series monitor of similar age. The monitor this happened with had been placed in-service in 2007. Dose or amount: 120 joules.